Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is estimated.

Event description:
It was reported that patient received a replace generator soon message. Patient underwent surgery on (B)(6) 2020 wherein their implantable pulse generator (ipg) was replaced. Patient is stable.